Event description:
The patient reportedly hit his head on the pavement during a fight and experienced a loss of lock. A CT scan showed that the device was intact. Testing performed indicated that the device was not functioning. Surgery to explant the patient's cii device will be scheduled.